Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 810:11 on channel a. The device had been infusing for twenty-three (23) seconds when the interruption occurred. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 (6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during the event history review by a baxter technician but not duplicated. To address the fc 810:11 on channel a, the air in line (ail) test was performed and device was found to be within specification. No further action was taken by a technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.